Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Internal evaluation of the pump found that the customer had replaced the input/output printed circuit board (I/o pcb) and the processor pcb. Review of the device history record shows that the parts were swapped and belong to device serial number 957875. This is an indication that the processor pcb and I/o pcb were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.